Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was delayed in responding to presses. There was no impact to the customer's blood glucose levels. The customer applied more force to the wake button to resolve the issue.